Event description:
It was reported that the pt's pump had malfunctioned. The device problem was unk. It was stated that "nothing appeared wrong with the catheter or pump but it wasn't working properly." The pump was replaced. The pt had no injury and recovered without sequela. The medication being delivered via the device was lioresal.

Manufacturer narrative:
The pump has been returned to the MFR for analysis. A follow-up report will be sent when the analysis is complete.